Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. Following the procedure, the patient experienced unknown problems and was brought back in for follow up. The physician found that the incision line had opened. The patient required intervention, but it is unknown what type of intervention occurred. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.